Manufacturer narrative:
(B)(4). Date sent: 5/15/2023. D4: batch # 925a24. Investigation summary . The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired. In addition, the manual override door and battery pack were returned. Also, one b-formed staple was received and no package materials were returned. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Also, no anomalies were found on the knife return and opening/closing of the jaw during the testing. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. To malformed staple and leak controllable; tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event could not be confirmed as no malformed staples were observed and the device performed as expected during the functional testing, the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 925a24, and no non-conformances were identified.

Event description:
It was reported that during an open lobectomy, the jaws did not open after 1st firing although the knife returned sound was heard. Manual override lever was used to open the jaw. The staple was malformed. The bile was leaking from the cut end. The device was used on glisson's capsule. The cartridge color was blue. The device was used as is to complete the case. No further information is available.